Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "channel a failure" was neither confirmed nor reproduced during product evaluation. However, during review of the event history log, an occurence of failure code 701:xx was found and confirmed as the reported condition. The failure code was due to corrosion on the pump head module (phm). The phm on channel a was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with channel a failure. This event occurred in the intensive care unit and may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.